Event description:
Pt was revised to address suspected alval. On entry to the joint space, a milky liquid was visible, and there was a large amount of soft tissue buildup around the acetabulum.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.